Manufacturer narrative:
The complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The patient reported that on (B)(6) 2009 she had a rotator cuff repair procedure done where the doctor used six bioknotless rapide brs with panacryl to repair the tear. The patient stated that she started experiencing swelling on her shoulder and neck area. The patient followed up with her doctor who stated to her that the anchors had never dissolved and had become loose within the shoulder. The patient stated that the doctor had told her that the anchors were floating around in her shoulder. The patient stated that the anchors were eating the bone away down to her breast bone. The patient's doctor recommended she see another doctor who removed all of the anchors. The patient reported that she now has to have a shoulder replacement procedure done in (B)(6) by another doctor who specializes in this type of procedure. The patient stated that she maybe having the procedure done at the end of september. The patient stated with the upcoming procedure she will have had a total of eight surgeries. The patient stated that she has been on pain killers for the pain. The patient stated that her rotator cuff tear was never repaired from the first procedure. The patient did not provide any further information. See associated medwatch #s 1221934-2015-00946, 1221934-2015-00947, 1221934-2015-00948, 1221934-2015-00949, 1221934-2015-00950.